Event description:
According to the user filed medwatch report: "(B)(6) underwent a posterior cervical lymph node biopsy on (B)(6) 2013. During surgical procedure while electrocautery dissection was initiated, the pt sustained a flash burn from a pocket of oxygen that had accumulated underneath the surgical drape. The investigation is currently pending and ongoing."

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.